Event description:
It was reported that during a hernia repair procedure on patient with a gastric band, the surgeon noticed that the tube from the injection port was slipping down the tubing, he repaired the hernia and noted the issue in the patient record. No further intervention was taken. The functionality of the band was not affected. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.